Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during laser assisted cataract procedure of a patients right eye, an anterior radial capsule tear occurred. The surgeon indicated the tear occurred nasally at some point, and suspected it may have been during hydro-dissection. The intraocular lens (iol) was placed in the sulcus, and no anterior vitrectomy required. Additional information is requested for patient outcome.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. No technical services were requested or performed on the system related to the reported event. A number of contributing factors could have resulted in the radial tear. The femtosecond laser assisted cataract procedure is set via user defined power and positioning parameters. No video of the treatment, system settings, optical coherence tomography (oct) scan, and/or patient ocular/medical history was provided; therefore, the system settings and patient anatomy as a contributing factor cannot be eliminated. However, as the reported radial tear occurred during cataract surgery, surgical technique cannot be eliminated as a cause or contributing factor as well. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.